Event description:
Device issue: balloon material peeling. Time of device issue: unk. Adverse event: none. It was reported that the minivision stent sys would not cross the lesion. There were no reported pt effects. No add'l info was provided. During returned device analysis, balloon material peeling was observed.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.